Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse swapped the patient side manipulators (psms) 2 and 3, and disabled the faulty psm arm so the site could use the system for their 2-arm procedure(s). The fse came back to the customer site the next day and replaced the faulty psm to correct the reported problem. The fse noted that the system started several times without any error. The system was tested and verified as ready for use. Isi received the psm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint, "error 25588 along axis 7." Fa noted there was a short in the gold main wire harness and the axis 7 motor had a pinch in the cable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report that they encountered repeated errors on the patient side manipulator (psm) 2. The tse reviewed the system logs and identified error 230107, pointing to axis 7 of the psm 2. Prior to calling in for technical support, the customer had already power-cycled the system, but the system powered-on with an error 25588. The tse had the customer power-cycle the system again, with the circuit breaker down, and perform an emergency power off (epo) on the patient side cart (psc); however, the system still powered on with communication errors. The surgeon then elected to convert to laparoscopic surgery at that point. The tse indicated that not all troubleshooting steps were exhausted. The procedure was converted to laparoscopic surgery with no report of patient harm, injury or adverse outcome.